Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection of noted blood throughout the lead lumen and did not note anything visually wrong with the lead that would have led to implant difficulty. During analysis, a guidewire could be advanced no further than 755 mm from the terminal pin due to the dried blood in the lumen. Pressure and resistance testing verified the leads¿ outer insulation and conductor coils were intact. Analysis did not identify any lead characteristics that would have caused the reported implant difficulties.

Event description:
Boston scientific received information that during the attempted procedure, the physician reported difficulty placing and tracking the lead. Reportedly, difficult patient anatomy was a contributing factor. The lead was returned to boston scientific for analysis. No resulting adverse patient effects were reported.